Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have a broken main tube approximately at the distal tip. Fragments were found missing. Components adjacent to this broken main tube did not show damage. Additional observation found unrelated to the complaint included: the instrument was found to have corrosion on the bearings. Pitch and grip input disk bearings exhibit orange discoloration. The corrosion was observed to be found on the outer ring of the bearing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer could not remove the cannula from the maryland bipolar forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and cannula were removed together because the pin was sticking out and the grips/jaws would not close. The port incision was not increased in order to remove the instrument and cannula. The instrument did not collide with any other instrument during the procedure. There was no report of any fragments falling into the patient. There is no patient demographic information to provide.